Event description:
The event is reported as: the tubing for the comfort flo humidification system was about to separate from the 45 degree connector of the concha humidifier column. No patient injury reported.

Manufacturer narrative:
It is uncertain if sample is available to send to manufacturer for evaluation. Therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete or if additional information is received. Lot number: the lot number for this event is unknown at this time, however, it is reported by the customer that the lot numbers in their stock are as follows: 02b1001816 qty 3, 02b100156, 02c1000089, 02l0803141.